Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Internal insulation abrasion was noted at 9.4-11.0cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for generator change out due to normal eri. Externalized conductors were noted on the rv lead on the cath. The lead was explanted and replaced. The patient was stable.